Event description:
It was reported that outside of surgery, there was a power issue. There was no patient involvement. No adverse events were reported as a result of this malfunction. During device evaluation, it was discovered that the power inlet module was burnt. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found that the unit had a power issue. Tech found that the power inlet module was visibly burned out and replaced it. The unit was tested and returned to service. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to design and manufacturing deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.